Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the occurrence of a transient low speed/pump stoppage event on battery power; however, a specific cause for the brief interruption in pump function could not be determined through this evaluation. In addition, a direct correlation between the device and the reported patient symptoms of fluid overload and difficulty breathing could not be determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2019 and showed that the fixed speed of the pump was increased from 9800 rpm to 10,400 rpm on (B)(6) 2019, which is consistent with the reported event. Following the pump speed adjustment, a transient low speed/pump stoppage event lasting approximately two seconds occurred on (B)(6) 2019 at 12:20 pm while the patient was operating on battery power, resulting in low speed and low flow hazard alarms. The interruption in pump function was not associated with any abnormal increases in pump power. The pump resumed operating at the set speed following the event and appeared to function as intended through the remainder of the log file data. The evaluation could not conclusively determine a specific cause for the brief low speed/pump stoppage event. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital from (B)(6) 2019 for aggressive intravenous (IV) diruesis. A right heart catheter confirmed adequate cardiac index despite elevated right arterial pressures. A trial of inotropes was started but was discontinued prior to discharge because it was not effective in increasing cardiac output. The patient was discharged home in stable condition and has since returned to the vad clinic periodically with no complaints of shortness of breath and no significant edema or signs of fluid overload. It was noted that the events were not determined to be device related. It was additionally reported that a cause for the pump stoppage recorded in the submitted log file was not determined and there was no intervention in response to the pump stoppage event. The patient reportedly remained on an ungrounded patient cable for tethered power support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to vad clinic with symptoms of fluid overload and difficulty breathing. Vad interrogation did not reveal any alarms. The patient's speed was recently increased during speed change echo from 9800 rpm to 10,400 rpm on (B)(6) 2019. The patient reports feeling worse overall since the speed change. Log file analysis noted a speed drop and pump stop on (B)(6) 2019 at the time of the speed adjustment. There were no other unusual events recorded in the log file.